Event description:
The hcp reported that at the pump refill in 12/2003, the expected reservoir volume was 12cc and the actual was 17.5cc. At the next refill in 02/2004, the expectec reservoir volume was 12.5cc and the actual was 17.1cc. A rotor test was done. The results were not reported. The pump and catheter were explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.